Event description:
N/a.

Manufacturer narrative:
An event of radiopaque tip entanglement with the valve was reported. The device was returned to abbott for investigation. A guidewire was noted to be stuck inside the flexnav delivery system. The valve capsule was noted to contain damage, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported radiopaque tip entanglement with the valve could not be conclusively determined. The cause of the observed stuck guidewire could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a flexnav delivery system. The valve was implanted. Post-implant it was noted that the nosecone of the delivery system was pressed against the edge of the prosthesis. After several attempts the delivery system was able to be removed from the patient. Transthoracic echocardiogram was used to confirm the valve remained stable. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.